Manufacturer narrative:
Tw# (B)(4). Updated sections: b4,g3,g6,h2,h6,h11. Corrected sections: h3-changed to discarded; h6-changed to device discarded. The reported device is an OEM device, therefore, a lot history review was not applicable. A lot number was not provided and the specific product lot number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.

Event description:
N/a

Event description:
Summary: the hospital reported that t.w. Power supply a/c cord was bad. The vh-3010 box was tested and passed. A universal cord was placed on the device and placed back in working rotation.

Manufacturer narrative:
Tw (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. E1: event site name exceeds character limitations: (B)(6).